Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated that they did not believe the cause of this event was related to an instrument malfunction. The customer also states that neither the reagent or the patient's sample are available to be returned for investigation. They were inquiring about how a very dilute urine sample would impact the results on the clinitek status+. Siemens r & d stated the following which has been provided to the customer: "very dilute urine specimens may not contain representative levels of hcg. In cases where pregnancy is suspected, it is recommended that the first morning's urine be collected for re-testing in 48-72 hours."

Event description:
The customer reported a false negative urine hcg result on the clinitek status+ compared with results from the serum hcg. The patient took two home pregnancy tests and both were positive. There was no injury reported due to this event.